Manufacturer narrative:
6/16/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the scope was foggy after re-sterization. The surgeon applied another device. No pt injury was reported.